Event description:
It was reported that pump experienced malfunction after pump was dropped, and caller observed malfunction code related to speaker error. There was no adverse impact to the customer's blood glucose level. Technical support confirmed that malfunction code could be reset, provided pump reset instructions, assisted caller with resetting pump, and confirmed that malfunction did not recur, and customer was advised to continue using pump and to call back if malfunction appeared again.